Event description:
It was reported that this patient has received several tachy shocks outside of an isolated episode due to noise oversensing. The patient was brought to the clinic for evaluations and noise was clearly reproducible in both primary and secondary vector configurations. Alternate was discarded as an option due to low amplitude measurements. In addition, a chest x-ray was performed, and a possible electrode migration was suspected by the physician; he was considering replacing this subcutaneous implantable cardioverter defibrillator (s-ICD) system with a transvenous ICD system. Both the s-ICD and the electrode remain in service and no additional adverse patient effects were reported.